Manufacturer narrative:
The device was received and evaluated. The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, the slide insert was not secured by the catch beam. This finding indicated that mechanism spring did not adequately provide the required force to retract the needle and linkage assembly after needle deployment. These findings were not observed to effect the devices ability to delivery insulin as intended. Cracks were found on the outer housing. It could not be determined when these cracks had occurred. Correction to d(4): lot number changed from unavailable to l45416. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 7/12/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 1/12/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.